Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 3 was broken and needed to replace. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-feb-2026 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 was broken and required replacement. The field service engineer (fse), upon diagnosing the issue, replaced and configured the full-height drawer. A manual firmware upgrade was performed on full-height matrix drawer 3, which resolved the issue. Additionally, the mounting latch was adjusted to address intermittent drawer closing concerns. The functionality was tested, and the customer confirmed that the drawer was operating properly without further issues. The system functioned as intended after field service engineer repaired the device.